Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 11-sep-2021, (B)(4); product ID: 977a260, serial/lot (B)(4), ubd: 11-sep-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that x-rays were taken, and the patient was told that the leads have moved (migrated). The manufacturer representative is scheduled to meet with the patient on (B)(6) 2018. The issue is not resolved at this time. There was no surgical intervention performed at the time of the report, and it is unknown if a surgical intervention will occur. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-jul-09 e2 (rep): additional information received from the manufacturer representative (rep) reported that the lead migration issue was not resolved. The rep was able to reprogram the patient and get effective stimulation, so it was noted that the healthcare professional (hcp) felt that a revision was not necessary. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.